Event description:
It was reported the subject device had broken internal lens. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - facility name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lens body was crooked and broken and displaced. Based on the results of the investigation, it is likely the following led to the malfunction: broken internal lens is caused by a component failure of the lens and the lens body was crooked and broken and displaced was caused by component failure of the insertion tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.